Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mp2395, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent c-section procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture broke while sewing the uterus at the time of knotting. Changed another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.